Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. All available information was investigated and the difficulty positioning and device damaged by another device appears to be related user technique/procedural circumstances, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the device causing damage to another device. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One xtr clip was successfully placed centrally. A ntr clip delivery system (cds) was advanced however became entangled with the chordae below the valve. During the attempts to remove the cds, it interacted with the xtr clip, causing it to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment (slda)). The ntr cds was able to be freed from the chordae and placed at p2/p3, stabilizing the xtr clip and reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.